Event description:
A valiant stent graft system was opened for use in a patient for the endovascular treatment of a 60 mm length thoracic aortic dissection. It was reported that during the opening of the inner envelope (pouch) it was noticed that the side port extension was disconnected (broken). The device was not used in the patient and another manufacturer¿s device was used to complete the case. The physician stated the event is device related. It was noted by the physician that the outer box was slightly damaged on the proximal side; however, the damage was not on the area where the side port extension was. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation completed: the event was confirmed; the sideport extension was detached from the delivery system the root cause of the event could not be determined.